Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate due for a suspected atrial driven rhythm. Atp accelerated the patients rhythm and the shock terminated the patients rhythm. Technical services (ts) was consulted and discussed device programmed settings as well available programming options. The patients physician stated the patient was non compliant with medication and had substance abuse issues. This device was subsequently explanted per the patients request. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate due for a suspected atrial driven rhythm. Atp accelerated the patients rhythm and the shock terminated the patients rhythm. Technical services (ts) was consulted and discussed device programmed settings as well available programming options. The patients physician stated the patient was non compliant with medication and had substance abuse issues. This device was subsequently explanted per the patients request. No additional adverse patient effects were reported. This device has been received and analyzed.